Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the suture strings in place and the fractured anchor on the insertion device. The prongs at the distal end of the insertion shaft are deformed. The anchor is fractured from the proximal end of the suture window toward the proximal end of the anchor. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a shoulder joint repair surgery, the head of the twinfix ultra anchor broke. All the broken pieces were removed from the patient with tweezers. Surgery was completed with a back-up device in an additionally drilled bone hole, a void was left. There was a surgical delay of 30 minutes, patient presented hypertension. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h6: patient info, event details/codes and address updated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder joint repair surgery, the head of the twinfix ultra anchor broke. Surgery was completed with a back-up device instead. It is unknown if there was any surgical delay. No further complications were reported.